Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2013, to remove excess skin overgrowth from around the abutment. It was additionally reported that the patient received antibiotics (type not specified.) The implanted device remains.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the correct catalog # us 92130; not 92127 as previously reported. (B)(4).